Event description:
Procedure: anterior lumbar interbody fusion levels implanted: l4-s1 it was reported that , the patient underwent spine fusion surgery on the lumbar region at levels l4-s1. The patient was implanted with rhbmp-2 collagen sponge. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, the patient complained of increasingly severe low back pain, numbness in her left groin area, and pain and swelling in her legs. Patient still continues to experience chronic and severe low back pain that radiates to her hips. She has difficulty standing and walking and requires periodic use of cane or walker to assist in ambulation. Patient injuries prevent him from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.